Event description:
The caller reported that the tandem mobi pump shut down unexpectedly, and the leds were not blinking. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support informed the caller that the shutdown was due to a low battery and provided battery best practice tips, emphasizing the importance of confirming the pump is charging when on the charging pad. The caller understood the instructions and agreed to follow the best-practice tips provided.